Event description:
A customer reported obtaining unexpected negative reactivity on the antibody screening assay on galileo echo m01258.

Manufacturer narrative:
A review of the echo result files for the negative antibody screen showed that cell ii appeared to have a fuzzy cell button. The customer was asked to clean the wash manifold and repeat testing. Positive results were obtained in all three test wells. Controls performed as expected. The instrument is operating within specifications.